Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Power supply board shorted. Found that the power supply board is shorted causing no power to the unit. Unable to adjust water flow due to debris build up in the regulator, needs replaced along with solenoid and water hose. Handpiece cable is damaged, spins 360 where steri mate connects. The base/cover of unit is badly damaged.

Event description:
Based on the repair evaluation a g119 scaler was unable to adjust water flow due to debris build up in the regulator, no injury resulted.